Event description:
It was reported that the patient did not feel good the day prior to the report. The patient had not checked his implantable neurostimulator (ins) with his programmer in a long time. The patient checked his ins with his patient programmer and saw that one of his ins was off. The ins was turned back on and felt a shock through his entire body. The ins is now showing ¿on¿ but the ins battery light is not illuminated. Last time the ins was checked by his physician was 4-5 months ago. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0327094v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0340486v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).